Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The investigation suspected that the reported issue was caused by a use error as performing the process a second time restored functionality. The software functioned as designed.

Manufacturer narrative:
(B)(6). Testing was not performed as this issue was resolved at the time of the event. Troubleshooting resolved the issue. No parts have been received by manufacturer for evaluation. Issue resolved, evaluation not needed.

Event description:
A site representative reported that during a cranial biopsy procedure the navigation system was unable to see the biopsy needle. The trajectory of the needle was locked already. Removing the biopsy needle and the dilator tube and repeating the locking procedure after resetting the trajectory resolved the issue. The procedure was completed with the use of navigation. There was a delay of 10 minutes. No impact on patient outcome.